Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose. Customer also stated that, sensor had lost sensor signal alert. The blood glucose was 258 mg/dl and treated with the insulin pump and then it went down to 50 mg/dl something treated already this morning. The device is not expected to be returned for analysis.